Event description:
Exhalation valve on vent staying closed, not allowing pt to exhale. Bagged. Vent changed, occurred under full attendance on return from or only a few breaths with exhalation before vent disconnect. Disoriented and aphasic when came off vent. Urologist says likely cva, embolic. Thoracic surgeon questions hypoxic injury. Cause of injury unclear at present. Bacteria filter tube to exhalation side had fallen off. Reconnected vent functioned per spec.